Event description:
The customer was receiving normal control test results of 174 200, and 176 mg/dl. The range for the normal control is 87-117 mg/dl. The customer also stated his fasting blood glucose was 207 mg/dl. The customer did not allege any adverse events based on the high results. The strips to be returned for evaluation, and replacement strips are to be sent.